Event description:
It was reported that the first device active blade broke as the doctor was cleaning it outside of the pt. The second device produced intermittent activation with the hand activation buttons and then stopped working all together. The customer opened a third device and completed the case with no pt consequences.